Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device failed the audio test. The customer¿s blood glucose during the incident was 17.6 mmol/l. The audio issue was confirmed during the call. They did not hear the difference between the audio volumes 1 and 5. The device did not pass troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device it received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures alarm confirmed in the device history due to broken pin 6 trace on u1 keypad assembly.